Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin was leaking past the o-rings and in the reservoir compartment. The customer stated that he did notice the plunger was hard to remove from the reservoir and hard to press, but he did not notice any leaks prior to inserting the reservoir in the insulin pump. No further info was provided.